Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a portion of pedicle screw's tulip fractured off during surgery. The broken piece was picked up from the wound. The remainder of the screw was removed and replaced with an alternative pedicle screw. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned screw was evaluated. The screw shank was found fractured across its smallest cross-section. The cause is attributed to the application of combined tensile and / or flexion stresses greater than the local mechanical strength of the screw head. A review of the manufacturing records did not identify any issues which wold have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.